Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 386 mg/dl. Reportedly, insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer declined to provide further information and declined tandem technical support's offer to troubleshoot.